Event description:
Customer reported that the table functions were not working properly. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
A baxter field service technician tested the device and could not see any issue. The hospital biomed stated that the device was repaired by them prior the baxter fst arrived. The power supply was replaced but no reason for this activity was provided. A concrete root cause could not be identified. Based on this, no further action is required.

Event description:
Customer reported that the table functions were not working properly. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.